Manufacturer narrative:
Motor error alarm during the basic occlusion test and compromised force sensor system alarm during the prime test at 4.0 lbs due to moisture damage inside the force sensor resistor. Moisture damage found on the motor also. Pump passed the stop current test, run current test and displacement test. Unable to verify motor position encoder error alarm, communication error alarm or perform the self test, unexpected restart error test, off no power test, occlusion test and no delivery test due to motor error alarm. No blank display or display anomaly noted. No moisture damage found on the electronics. No lcd isolation tape noted. The insulin pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump also alarmed compromised force sensor system. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.